Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 32 mg/dl at the time of the incident. The customer was given an IV to raise their blood glucose. The customer's blood glucose rose to 65 mg/dl. It was also reported the customer experienced low blood glucose and their leg gave out, resulting in a fall. The customer's current blood glucose was 154 mg/dl. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. Troubleshooting was completed and no issues were found on the insulin pump. The insulin pump will be returned for analysis.